Event description:
It was reported that the fluorostar system would not boot up for the case. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Possible software corruption. Reloaded the system software. The system was tested and found to be working as intended and placed back into service.